Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the piic locked up. The device was in use monitoring a patient. No patient incident occurred.

Event description:
The customer reported that the piic locked up. The device was not in use on a patient.